Event description:
It was reported that the user experienced variable blood glucose values, including a low below 65 mg/dl followed by treatment with juice and a meal, and a subsequent high of 321 mg/dl, while the dexcom g6 transmitter had been paired only to the dexcom app and not to the ilet. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of dosing alerts related to dosing stops soon, low glucose, and high glucose. Investigation of this case revealed that hyperglycemia occurred with unclear cause and that the cgm-transmitter was not paired to the ilet, which could affect automated dosing decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.